Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift cable had become disconnected from the ift. Ventec reseated the ift cable to the ift in order to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable had become disconnected from the ift.

Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-000 section d4, model #, of the initial medwatch report should have stated: v+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4).

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device continuously reboots by itself. There were no reports of patient involvement associated with the reported event.